Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was a crack in the tube. The following information was provided by the initial reporter: vacutainer sst 8,5 ml tube is cracking during centrifugation.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.4 initial reporter phone #: (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no customer samples/photos were received for evaluation. A review of the device history record (DHR) could not be performed as the batch number is unknown. As no customer samples or photos were received the scope of this investigation is limited. This complaint is unable to be confirmed. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was a crack in the tube. The following information was provided by the initial reporter: vacutainer sst 8,5 ml tube is cracking during centrifugation.